Event description:
I recently got contacts in 2007, was given amo solution from the eye doctor to clean my contacts with. I was only able to wear my contacts for about 2 weeks at a time before my eyes would start bothering me. My eyes would turn very red and irritated. They would also produce "goop". I would throw out those contacts and I would stop wearing my contacts for about 2 weeks. I would get a fresh pair out and the same thing would happen. I went to several eye doctor visits, and he was not sure what was causing this issue. He gave me a prescription for allergy drops that I'm supposed to put in my eyes 15 minutes before putting in my contacts and after I take them out. So, again I throw away those contacts, start fresh and the same thing 2 weeks, red eyes. So my next step is to discontinue the amo solution and try a different solution. Diagnosis: clean and store contacts.